Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) due to spondylolisthesis. Intra-op, cage broke while inserting into the disc space and it was removed. No broken fragments were remained in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis results: visual, optical and microscopic examination of the returned implant did not identify any witness marks on the posterior vertical surface one of the implant's ears/tabs is bent/cracked and still attached while the other one is broken off with the broken-off portion not returned for analysis. This type of damage is consistent with excessive force during implantation process. If information is provided in the future, a supplemental report will be issued.